Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3 - it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract phacoemulsification combined with intraocular lens (iol) implantation. It was found that there was a scratch on the optical surface of the lens as the iol was implanted in the eye. A lens of the same model was immediately inserted to replace the original iol. The surgery was completed successfully. No further information received.